Manufacturer narrative:
Batch review performed on 17 july 2018; lot 173488: (B)(4) items manufactured and released on 07 november 2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Nine days after primary the patient sat down and heard a pop. The surgeon detected a femoral fracture and swapped successfully stem, head and liner.